Manufacturer narrative:
(B)(4). Lockout cartridge followup: how is the patient currently? Fully recovered. Is the patient expected to have a full recovery? Yes. Why was the procedure converted to open? Opened and used a contour. Was the case completed with another ec45a? No used a contour". Was the need to convert to open due to the ec45a not firing? Was an attempt made to complete the case laparoscopically? Did the device fire any staples at all? No they converted as the males pelvis was just too narrow. The device didn't fire any staples. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. The ec45a device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the device was used, and successfully fired, to transect the ima (using a white reload). Later in the case the device was used to make the distal transection of the colon. This distal section was in a narrow pelvis and the colon was bulky due to long course radiotherapy. The first green reload fired successfully. The subsequent three green reloads did not. All locked out as the firing handle was initially engaged. Another device was used to complete the procedure. The procedure was converted to open and the procedure was prolonged 60 minutes.